Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a lead change, when reconnected to the new lead, the device exhibited no output. When the lead tested normal with an analyzer, attempts to program the device to differ- ent configurations to obtain output were not successful. Therefore, the device was replaced.